Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr) across multiple episodes. It was noted that the arrhythmia was converted by the last shock delivered. Technical services (ts) advised recommended an electrophysiology (ep) consult for treatment for atrial arrhythmias. The health care professional (hcp) agreed. The device remains in use. No adverse patient effects were reported.